Event description:
The manufacturer received information alleging the active exhalation verification test step had failed on a trilogy ev300 device. The customer placed a service call to the local philips helpdesk for this issue. The device was not in patient use. There was no serious patient harm or injury that occurred or was reported. A philips remote service engineer (rse) assisted the customer on this issue. The philips rse alleged the three-way (3-way) solenoid valve and proportional valve had caused the active exhalation test step to fail on the device. The philips rse had requested the device be returned for further investigation. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results.

Manufacturer narrative:
The manufacturer received information alleging the active exhalation verification test step had failed on a trilogy ev300 device. The customer placed a service call to the local philips helpdesk for this issue. The device was not in patient use. There was no serious patient harm or injury that occurred or was reported. A philips remote service engineer (rse) assisted the customer on this issue. The philips rse alleged the three-way (3-way) solenoid valve and proportional valve had caused the active exhalation test step to fail on the device. The philips rse had requested the device be returned for further investigation. The trilogy 300 device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the 3-way solenoid valve had caused the active exhalation verification test step to fail on the device. In conclusion, the device's 3-way solenoid valve was replaced to address the issue, and the proportional valve was replaced as a precautionary measure to address the issue. Additionally, during the service of the device, the particulate filter and air inlet foam filter were replaced for preventative measures which were unrelated to the reportable issue. The device passed all final testing.